Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system did not start up. The system was outside of use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. During troubleshooting, the fse identified that the flex pc failed to boot up. In order to resolve the reported issue, the fse replaced the flex pc. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no display on the monitors. There was no reported patient or user harm. Philips has started an investigation of this complaint.